Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when entering carbohydrates on the bolus screen, the pump populated the value into the blood glucose field. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.